Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked and the balloon was defective. The event was further described as the "cytostatic 'floats' in the outer packaging". The leak was observed after being filled with fluorouracil (5fu) during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured july 24-25, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed evidence of fluid inside a bag that contained the device suggesting a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened red luer cap. No evidence of defect was observed from the bladder. A functional leak test was performed, and no signs of a leak were observed at the red luer cap or the bladder. Based on the sample analysis finding, the folfusor unit was determined to be conforming product. The reported condition was verified. The red luer cap is not a baxter product and the customer did not use the folfusor's blue winged luer cap. Therefore, the cause of the leak inside the bag was due to a use error of using an untightened red luer cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.